Event description:
Adverse event(s): "floaters" (vitreous floaters); "photopsia" (no code available). Product problem(s): "none reported" (no information). A surgeon reported a patent with photopsia and seeing floaters following bilateral intraocular lens (iol) implant surgery in this eye. The patient was referred to a retinal specialist who diagnosed a posterior vitreal detachment. The retina was noted to be flat. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).